Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating button error and low blood glucose readings on the insulin pump. The customer's blood glucose was 40 mg/dl. The customer treated with juice and a snack. The customer stated that she was not able to clear the alarm. The customer went to a high humid climate. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.